Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process and caller removed used cartridge before being prompted, which interfered with normal loading. There was no reported impact to the customer¿s blood glucose level. Customer received education to wait for on-screen prompt before removing used cartridge, successfully loaded new cartridge, resumed insulin therapy, and issue was considered resolved, with no additional information available regarding cartridge lot details.